Manufacturer narrative:
(B)(4). Date sent to FDA:06/22/2016. Mfg date: 10/26/1998. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological surgical procedure to treat urinary incontinence, intrinsic sphincter deficiency, cystocele, rectocele, attenuated perineum, fecal incontinence, absent external anal sphincter on (B)(6) 1999 and mersilene mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent midline release of sling due to urinary retention on (B)(6) 1999 by (B)(6). No additional information is provided at this time.